Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken near the end where it attached to the wall adapter and was no longer functional. Customer replaced cable and wall adapter. Pump battery was charged. There was no reported impact to customer's blood glucose.